Event description:
It was reported that during a percutaneous coronary intervention procedure a stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous proximal left circumflex artery (lcx). The target lesion was predilated with an unspecified balloon catheter to unknown atms. An ivus was performed. A 2.50x24mm promus element - mr stent delivery system (sds) was advanced but could not cross the target lesion. The promus element - mr sds was removed without resistance. After removal of the sds it was noted that the distal end of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).